Event description:
The customer's daughter-in-law called in to inquire about returning unused product. She reported that the customer passed away on (B)(6) 2014 from a heart attack. She said that the customer had multiple heart issues, and that the customer's death is in no way related to the omnipod system. She also said that no autopsy will be performed because the hospital staff deemed the customer's death to be from natural causes. The customer was taking cholesterol and blood pressure medication on top of her diabetes treatment.

Manufacturer narrative:
The device was not returned for evaluation. The deceased's daughter-in-law reported that no product or product malfunction was involved in the death. No product lot number was reported therefore no qualification records were reviewed.